Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a foreign object in the plastic distal end cover. A root cause could not be identified. Based on the results of the investigation, scope error e217 occurred due to a data error in the scope ID. The most probable cause of the malfunction was component failure. The most probable cause for foreign objects could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had repeated unspecified errors when connecting to the processor. The issue occurred during the inspection for use. There were no reports of patient harm.